Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, when the coagulation switch was activated on the cautery pencil, the cut side of the display screen lit up. It appeared that the cut function was activating when the coagulation button was being pushed. Likewise, based on the tissue effect, it appeared to be on "cut". This problem was not identified immediately. As a result there was poor coagulation, sparking and excessive smoke throughout the procedure. This also resulted in patient's bleeding of less than 200cc. It was not a problem with the cautery pencil. The pencil was tested in a second generator and it worked without issue.

Manufacturer narrative:
Evaluation summary: one device sample was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample did not meet specification as received by manufacturer. It appeared that the cut function was activating when the coagulation button was being pushed. The reported condition was confirmed. The investigation isolated the failure to the steering relay board. The steering relay board was replaced to address the condition. Corrective actions have been implemented to mitigate this issue. If information is provided in the future, a supplemental report will be issued.